Event description:
It was reported that an ilet device developed a cracked screen, after which a replacement device was arranged and shipped, and the user was instructed on shutdown procedures and return logistics. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included continued cgm use via the dexcom app or receiver without interruption. Investigation included collection of user report and logistics review associated with the device replacement and return. Investigation of this device revealed damage to the display component consistent with a cracked or broken screen, indicating a physical damage event to the device enclosure/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.